Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient's representative reported pain and capsular contracture baker grade iii. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2, d4, g4, h4.

Event description:
Patient's representative reported pain and capsular contracture baker grade iii. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: observed the device appears to be biological tissue but inside peel pouch, it is a medical event not related to the device. Pain: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient's representative reported pain and capsular contracture baker grade iii. The device has been explanted. This record relates to the right side.

Event description:
Patient's representative reported pain and capsular contracture baker grade iii. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.